Event description:
Related to (B)(4) the hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) got stuck inside delivery system, while preparing for deployment. No procedural delay. No harm to the patient.

Manufacturer narrative:
Trackwise ID (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. H3 other text : device discarded.

Manufacturer narrative:
Trackwise # (B)(4). The lot # 3000311604 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.